Event description:
It was reported that the physician observed the ivus catheter shaft to be separated upon removal of the catheter outside the body after successfully completing the pci and ivus procedures. The physician reported that all portions of the ivus catheter were accounted for when removed and no additional intervention was required. It was reported that the vessel was not tortuous and there was no calcification. The physician did not experience any resistance during the pci and ivus procedures. No pt injury or adverse events occurred due to this incident and the pt was released from the hospital according to the original treatment plan.

Manufacturer narrative:
(B)(4). The complaint device was not returned to the manufacturer for evaluation as it was infectious. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criterial. To date, no other complaints have been reported for a similar failure mode within this lot. Device evaluation was not possible as the catheter was not returned for evaluation. There were no reports of pt injury or adverse events due to this incident. No further action is required.